Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to clinic for a routine follow up. The device was interrogated, revealing episodes of non-sustained ventricular oversensing, which was believed to be due to a sensed signal artifact on the right ventricular lead. There was a brief inhibition of pacing noted due to the noise. The signal artifact was not reproducible with isometrics. The patient was asymptomatic and in stable condition, and would continue to be monitored.